Event description:
Device report from synthes reports an event in (B)(6) an unknown veterinary procedure, the two plates were broken. No further information provided. This report is for one (1) vet lcp 3.5 12ho l157 sst. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
510k#: device is a veterinary product. No patient information will be reported. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: investigation summary: the complaint device (vet lcp 3.5 12ho l157 sst product code: vp4041.12 lot#: h562782) was not received for investigation. A photo investigation was performed based on the photos provided. The images were reviewed, and the complaint condition is confirmed. After review of the x-rays provided, it is shown that the plate is broken implanted in the bone of the patient which is also broken. No other issues were found on the device. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H6: a device history record (DHR) review was conducted: part # vp4041.12, synthes lot # h562782, supplier lot # n/a, release to warehouse date: 12 feb 2018, manufacturing location: elmira. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.